Manufacturer narrative:
(B)(4). Describe event or problem, catalog/model #, device lot number, device expiration date and device manufactured date updated. (B)(4).

Event description:
It was further reported that the two stents were used in different patients. The patient who had a 2.25 x 16mm synergy stent dislodged in the left main coronary artery (lmca) eventually had a non-st elevation myocardial infarction (nstemi) and it was treated medically. The other patient who had a 2.25 x 38mm synergy stent dislodged was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04655. It was reported that a synergy¿ stent dislodged in the left main coronary artery (lmca) and was embedded in the vessel wall with another stent. Another synergy¿ stent dislodged during the same procedure. A balloon catheter was advanced inside of the synergy¿ stent and inflated to expand the stent normally. The procedure was then completed. No further patient complications or short term medical issues were reported.